Event description:
After further investigation it was determined not a reportable event.

Manufacturer narrative:
Upon further investigation it was deem this is not a reportable event.

Event description:
The customer reported the device fell. However no information was given if it fell from a mount or not. The device was not reported to be in use on a patient and no adverse event to patient or user was reported.